Manufacturer narrative:
All of the buttons functioned properly; no damage was found on the keypad traces and the connector on the lcd board was not unlocked during visual inspection. No unexpected ramping of numbers noted during testing. The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. However, the insulin pump was received with minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up and they have experienced these issues for a week. Customer's blood glucose reading was 508 mg/dl. Customer treated their high blood glucose with a manual shot and the insulin pump. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.